Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue during suspend/resume function. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: during investigation, the keypad buttons were responsive to user input. The keypad was removed to find no damage to the button contacts or keypad flex cable. The pump was opened to find no damage to the keypad connector or keypad flex cable. The keypad connector latch was secure. The complaint of an unresponsive keypad was unable to be duplicated.